Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillator (crt-d) had atrial fibrillation with fast ventricular contractions. Eventually, it appears that the patient developed a dual arrhythmia. The device properly detected the fast rhythm and provided therapy. Boston scientific technical services (ts) reviewed the reports. In the first episode, the shocks slowed the patient's heartbeat down into a ventricular tachycardia (vt) in several instances, but the heartbeat would accelerate back into a vf. In one instance, the device delivered shock for a vt. The heart was induced into a vf. Another shock converted the vf. However, the patient had another episode a couple minutes after where the shocks slowed the patient's heart, and the heart would accelerate again. The patient's vt broke on its own. The patient was put on medication to control the patient's ventricular and atrial rhythms. The device remains in use. No additional adverse patient effects were reported.